Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient knew something was wrong because she was going to the bathroom 7 times a night. The patient reported they did not feel stimulation and therapy was on. The patient increased stimulation and felt stimulation in the correct location. Additional information from the patient reported she had a return of symptoms and did not feel stimulation. The patient was able to use the programmer and verify stimulation was on. The patient was on program 3 at 2.6 v and did not feel stimulation. The patient increased to 4.3 which was comfortable sitting, standing, walking, and laying down. The patient noted the symptoms were gradual in onset. The patient stated she was going to the bathroom and peeing herself. The patient noted she had gone through 4-5 pads per day. The patient stated she could not feel stimulation. Additional information was received. It was reported that the patient had surgery for breast cancer and they had turned her stimulator off because they used the surgical robot. The patient stated that they called their health care professional and were told to have it put back on after surgery. The patient noted that she thought stimulation was not turned on. The patient also mentioned that before the surgery, she could put a pad on and make it to the bathroom and normally her pad would not get wet but since then she was up 2 or 3 times per night and had to change her pad. The patient reported that when trying to do a check using her patient programmer (pp), the screen was dark and blank. It was stated that she normally would take the batteries out of the pp between uses and she checked the battery compartment and the batteries were in backwards. The patient repositioned the batteries and reported getting the low pp batteries screen but the patient changed the batteries and was able to connect. Trouble shooting attempts were made and the patient synched and reported that stimulation was on. The patient reported that she was on program 2 at 4.8 and increased from 4.8 to 5.1. The patient confirmed it was comfortable and wanted to try it there. There were no further symptoms or complications reported or anticipated.